Manufacturer narrative:
Continuation medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c156ee, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4); product ID: etew1313c82ee, serial/lot #: (B)(4), ubd: 05-jan-2019, UDI#: (B)(4); product ID: etew1313c82ee, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported on the same date as the index procedure, the patient experienced a hemorrhoidal hemorrhage with decreased hemoglobin, it was noted that there was no need for transfusion. However, there was prolonged hospitalization as a result of this event. It was reported that there was a very good outcome for the patient without any persistent sequelae and no deterioration of clinical status for the patient. The investigator assessed the event as not related to the device or procedure. The sponsor assessed the event as possibly procedure related.